Event description:
It was reported that driver tips stuck when placing the implant. The procedure has not been finished with other tools.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Iipdts, impdtl does not disengage ( credit note for iipdtul, iipdtus)

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem d4: expiration date and UDI not available, lot number unknown g3: date received by the manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date not available, lot number unknown h6: evaluation codes h10: additional narrative two drivers were returned for investigation (see images in complaint). However, one implant was reported but not returned. Visual evaluation of the as returned products identified no apparent signs of malfunction. Functional testing was performed using applicable in-house implant. The devices were able to engage, retain and disengage as normal. Pre-existing patient conditions, tooth location and x-ray images are irrelevant to this investigation. Picture evaluation: pictures were not provided and no other information was provided. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev I ¿ 2022/04/01 & instructions for use for biomet 3i kits and instruments (pzbdinstrp) rev. E ¿ 2022/04/01. Information identified: warnings and precautions. Per the applicable IFU, it is stated that surgical instruments and instrument cases are susceptible to damage for a variety of reasons, including prolonged use, misuse, and rough or improper handling. Care must be taken to avoid compromising their performance. DHR review: DHR review was completed for the subject lot number (2021080415). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. However, DHR review could not be performed for the drivers as the lot numbers were unknown. Complaint history review: complaint history review was performed for the reported lot number (2021080415) for similar events (complaint category keywords: does not disengage/release) and no other complaint was identified. Additionally, complaint history review by item number was conducted for the iipdts & impdtl dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: does not disengage/release). Post market trending review: april post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information and functional testing, driver malfunction did not occur and implant malfunction could not be verified. The reported event (does not disengage/release) has been unconfirmed since the drivers were returned without malfunction.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
Iipdts, impdtl does not disengage ( credit note for iipdtul, iipdtus).